Event description:
It was reported that this patient's right atrial (ra) lead had a lead safety switch due to pacing impedance out-of-range (oor) of over 3000 ohms. Technical services (ts) reviewed the case and noticed atrial tachy response events showing unipolar sensing myopotentials. In addition, a signal artifact monitor event was recorded due to minute ventilation oversensing with again ra lead oor pacing impedance. Ts suspected a lead fracture at this point and recommended further clinic evaluation to confirm a lead integrity issue. Further information indicated that the patient was seen in the clinic and a lead insulation breach was suspected due to the mentioned issues. The device sensitivity and other parameters were reprogrammed and the issues were solved. Reportedly, the patient will have future appointments with the physician for device check. Both this patient's ra lead and implantable pulse generator (pacemaker) remain in service and no adverse patient effects were reported.